Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report irritation at site of sensor insertion on (B)(6) 2014. Patient's mother states that patient's abdomen is red and swollen at site of insertion and patient has experienced abdominal pains. Patient was taken to the emergency room and was prescribed antibiotics for abdominal infection. At the time of contact with dexcom technical support patient was doing better.

Manufacturer narrative:
(B)(4).